Event description:
The cannula accessory was returned as part of a field removal action. No patient harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA. These reports only pertain to the field removal action from this specific site: 2955842-2006-00123, 2955842-2006-00125, 2955842-2006-00126,2955842-2006-00127, 2955842-2006-00128.

Manufacturer narrative:
The cannula accessory was evaluated. Engineering observed that the cannula accessory has a small deformation at the lip of the distal tip, thus creating a raised edge that could cause scraping of an instrument during use.